Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(4) 2019. The patient stated that there was a rash on the abdomen where the sensor was inserted. On 03/19/2019 the patient went to his primary physician and was advised to remove the sensor and take benadryl to treat the rash. No additional event or patient information is available.